Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had ambulatory dysfunction that resulted in in-patient or prolonged hospitalization. Patient lab tests were unremarkable and no infection was found. CT scan on the head was unremarkable. Neurology evaluated the patient for their medication regimen and no changes were made. The patient felt improved the next day and did well with physical therapy. They followed up with their physician one month later; over 60 minutes were spent with the patient on programming in an attempt to improve gait without causing return of tremor. Rate dropped to 160 us and their legs were more fluid. When further attempts were made to adjust voltage to see if this would help with the left leg, the patient became more emotional. The issue was considered resolved on (B)(6) 2018. No further complications were reported as a result of this event.